Event description:
The device was used for routine ECG monitoring of a cardiac pt during transport. During the transport, the monitor ECG display allegedly displayed only black lines across the screen and the service indicator illuminated. A backup monitor was immediately available and used to complet the pt transport. There were no adverse affects to the pt reported as a result of device use.